Event description:
It has been reported to co that during the procedure the dilator of this device was defective. Reportedly, the device is "too big and is bending and kinking in the sheath." The device was removed and replaced. The pt is reported as fine. The device is not being returned for co's analysis.